Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly the front case keypad of a pcu modules will be replaced.

Event description:
It was reported that allegedly the front case keypad of a pcu modules will be replaced.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : device was not returned to manufacturing facility.